Manufacturer narrative:
The device was returned to olympus for inspection. Based in the results of the investigation, foreign material was observed on the device nozzle. The foreign material was not identified, however, based on information received from the customer, the root cause of the issue was determined to likely be due to the customer not preforming device cleaning/reprocessing prior to returning to olympus for evaluation. The event can be detected/prevented by following the device IFU sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the gastrointestinal videoscope was found to exhibit foreign material in the device nozzle. There was no patient involvement, and no harm reported as a result of the event.